Event description:
At 0515 respiratory therapy was called to bedside by rn, "vent not working." Ventilator was observed to be recovering toward set parameters. Ino was also in use. Found at same time "equipment failure." Respiratory therapist turned unit off & back on to reset device. Ino vent worked appropriately after reset. At 0545 this situation repeated. Same outcome and procedure was followed.